Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) did not receive the sureform 45 stapler instrument or the black sureform 45 reload accessory that was used during this reported event; therefore, failure analysis investigations could not be performed. Advance stapler log review shows the sureform 45 curved-tip stapler instrument (lot number: l16231102-0437), was installed on the system 6 times and successfully fired 6 reloads (2 white, 1 blue, 2 white, 1 black, in that order). There were no stapler related errors in the logs. Images were provided of the customer showing the sureform 45 reload packaging.

Event description:
It was reported that during a da vinci-assisted right lower pulmonary lobectomy procedure, the patient returned to the hospital with pleural empyema, necessitating 2 additional procedures. The initial robotic procedure had no complications, and the procedure was completed successfully. However, on post-operative day 22, the patient presented with a significant foul odor from the mouth and a general deterioration in their overall condition. A right thoracotomy revealed that the bronchus, which had been stapled using a sureform 45 curved-tip staple instrument loaded with a black sureform 45 reload accessory, was wide open. The remaining bronchus was inflamed and ulcerated, with only a few closed staples observed in the thorax. To address these issues, an empyemectomy and a reanastomosis of the middle lobe to the intermediate bronchus were performed. On post-operative day 3, a flexible bronchoscopy was conducted, and a 3cm long, 10mm covered stent was implanted in the intermediate bronchus and the middle lobe bronchus for anastomosis stenting and sealing. Subsequently, a perforation of the stent occurred due to covered insufficiency in the area of the intermediate bronchus, necessitating an additional procedure. On post-operative day 5, a right re-thoracotomy and pleurolysis were performed, during which the right middle lobe was resected, and the existing latissimus dorsi muscle was used to cover the bronchial stump. Since the completion of this last procedure, there have been no further complications, and the patient is currently stable.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. Isi reviewed the site¿s complaint history, which does not show any additional complaints related to this product and/or this event. A DHR review for the device(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. A review of a video provided of the event revealed the following: at 0:20 in the video, a sureform 45 curved-tip stapler instrument with a black sureform 45 reload is installed on arm 4. The stapler is maneuvered around the bronchus, with previous staple lines in view which appear to be fully formed. At time 01:33, the stapler clamps successfully on its first attempt. At 1:40, the fire begins, with a single pause for compression at approximately 24mm remaining. The stapler is unclamped resulting in a complete staple line. Both sides of the staple line are never fully in view enough to assess the staple formation, but overall, the staple lines appeared intact. The probable root cause cannot be determined based on the information provided. Since the product was not returned and the log review revealed no issues, the reported event was unable to be confirmed or replicated.

Event description:
Refer to h11 for follow-up information.